Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver hot to the touch. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. An external visual inspection was performed and the universal serial bus (usb) interface is damaged. Due to a damaged usb connector, the reported event of an overheating receiver was confirmed. Additionally, data from the patient was reviewed on (B)(6) 2015. A review of the downloaded data did not find any errors related to the customer complaint.